Event description:
It was reported that the ventilator needed a technical inspection. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A technical inspection was announced. No further information has been received despite requests.received information is not specific enough to point to any particular fault. Given this, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer's ref.#: (B)(4).